Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6)2017, the patient experienced a hypoglycemic event. The patient suffered a seizure due to having a low blood glucose reading. The patient's sister called the emergency medical technicians (emt). The emt's arrived and applied a intravenous (IV) therapy. The emt's monitored the patient's blood glucose (bg) and blood pressure. The patient was given a peanut butter sandwich. The patient was not taken to the hospital. The emt's left once the patient was in stable condition. There was no allegation of malfunction against the device. No additional event or patient information is available.